Event description:
A customer reported that they were experiencing an err4 error code on their freestyle meter. During the course of the investigation on the returned meter, it was confirmed that the meter was exhibiting the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mg/dl. Connected to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were not found in glucose log. 0300, 0015, 0204, 0800, errors were found in error log. E3/e4 errors with low battery icon were not observed. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.